Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the water port looked melted and was an oblong shape. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 16, 2016. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information--added exp date), (date received by manufacturer), (indication that this is a follow-up report), (follow-up due to additional information and device evaluation), (device evaluated by manufacturer), (device manufacture date), (B)(4). The actual device was returned for evaluation. Review of the device history records revealed no manufacturing issues. The returned sample was visually inspected upon receipt. It was found that one of the water ports was dented inwards slightly. There were no other anomalies noted anywhere else on the product. A retention sample from the same product code/lot number combination was visually inspected and found to have no damages or anomalies, specifically on the water ports. All oxygenators are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the water ports. It is likely that the water port was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.